Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard xp femoral interlok with pegs catalog# 195202 lot# 489610, vanguard xp tibial tray-interlok catalog# 195752 lot# 571150, vanguard xp tibial bearing-right lateral catalog# 19574 lot# 526900. The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history for same or similar issue identified two additional complaints for part (item) number and no additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01371/01373/01377.

Event description:
It was reported as part of a clinical study that a patient underwent a right total knee arthroplasty procedure on (B)(6) 2014. Subsequently, the patient reported to experiencing episodes of moderate to severe pain, problems walking and performing daily activities, constant limping that required a cane for support during three (3) month and two (2) year follow up visits. Attempts have been made and no further information has been provided.